Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device has a hole in it. The alleged issue was detected during functional testing.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and a hole was observed on the tube. The hole was examined microscopically and it was seen that the area surrounding the hole was rough. Based on the investigation performed, the reported complaint was confirmed. A hole was found on the tube during the visual examination. Since the hole was found prior to use by the customer, it was determined that the defect occurred most likely during the manufacturing process. A non-conformance was opened to address this issue.

Event description:
The customer alleges that the device has a hole in it. The alleged issue was detected during functional testing.